Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported balloon detachment was confirmed. The returned catheter showed damage to the outer shaft and inner shaft of the device. All components were returned and accounted for. Based on the reported information and investigation observations, the device possibly got stuck in the introducer sheath during removal, and the force used to remove the device from the introducer sheath may have caused it to detach. The exact cause of the device getting stuck could not be determined. The following were updated following the completion of the returned device investigation: type of investigation (b): 10 investigation findings (c): 114 investigation conclusions (d): 4315.

Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination has not been performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave l6 peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the iliac arteries. A total of 150 ivl pulses were delivered. After fully deflating the balloon and while withdrawing the device through a 7-french sheath, the balloon became stuck and detached. The detachment was visible at the distal end of the catheter. No patient harm was reported. The detachment of the balloon occurred inside the patient and within the catheter. All components of the device were removed after.